Manufacturer narrative:
The device was not returned. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device will not be returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The other extra s'port guide wire and the xience sierra stent referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the patient underwent a coronary stenting procedure, treating a target lesion in the diagonal artery. The 2.25 x 12 mm xience sierra stent was implanted without issue. There was no difficulty noted during advancement or withdrawal of the stent delivery system. However, resistance was noted during removal of the extra s'port guide wire, as the guide wire was caught on the distal end of the stent. The guide wire coils stretched into the aorta. A guide liner was advanced into the guide catheter, in an attempt to push the coils back into the vessel. A second extra s'port guide wire was advanced to assist removal of the first guide wire. The second guide wire also got stuck on the stent. In the attempt to remove both guide wires, the stent was explanted with the guide wires. The left anterior descending (lad) artery was damaged during the removal attempts and an additional stent was implanted. The diagonal artery was not treated with additional stenting and no vessel damage was noted from the stent explantation. No additional information was provided.